Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely that reprocessing was not conducted properly due to deformed distal end. Subsequently, the material was not possibly eliminated. However, a definitive root cause could not be determined. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU). Detection methods are written in IFU: tjf-q190v operation manual chapter 3 "preparation and inspection" prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 "reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; the air/water cylinder had no color, the suction cylinder had no color, the play of up/down knob was out of the standard value due to wear of angle wire, the distal end had a burr, the distal end had residual liquid, parts were replaced due to annual inspection, the adhesive around objective lens had wear, there was corrosion around the forceps elevator, and multiple parts of the scope had discoloration and were scratched. The customer cleaned, disinfected, and sterilized the device before returning it to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with air, water and lh proteozim detergent solution. The customer wiped/brushed the air/water nozzle. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the distal end had foreign material around the nozzle. There were no reports of patient involvement.